Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). No sample has been returned for investigation. We have informed our manufacturer accordingly and we received the statement as follows: complaint: damage catheter tip cut off, we assume a user error. Cause study: error due to incorrect handling. After checking the respective documentation of the production (shift record, results of worker self-inspection and in-process control, machine documentation, cleaning record etc.) No deviations could be identified in the mentioned time period. Measures: no measures. Ra process check: not applicable because the identified cause is an application problem. If the sample and/or additional pertinent information becomes available, a follow up report will be filed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): during the epidural, the surgeon was not satisfied with the placement, he decided to remove the catheter. After removal, he observed that the catheter was not complete : almost 4 cm had stayed inside the patient's back.